Event description:
The manufacturer received information alleging the flow verification positive flow test step had failed during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was having preventative maintenance when the reported issue occurred at the manufacturer service center. During the evaluation it was noted that the devices flow sensor had caused the flow verification positive flow test step to fail on the device. In conclusion, the device's flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the internal battery door was replaced since it was lacking the silicon part. This was unrelated to the reportable issue. The blower assembly was replaced for contamination unrelated to the reportable issue. The air inlet foam filter, particle filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.